Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The other xience prime stent referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that on (B)(6) 2013 two xience prime stents were successfully implanted in the proximal left anterior descending coronary artery. Approximately one year later, on (B)(6) 2014, both stents were noted to be restenosed. On (B)(6) 2014, balloon angioplasty was performed to treat the restenosis. There was no additional information provided.